Event description:
It was reported the bronchovideoscope had an abnormal line on the image during set up / inspection for use (during set up in room / before patient in room).. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.